Event description:
It was reported that the right ventricular lead exhibited loss of sensing, high thresholds due to dislodgement. The patient experienced twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.